Event description:
It was later reported that the patient underwent a transplant on (B)(6) 2025.

Manufacturer narrative:
Correction: b1, b2, b5, d4, d9, h1, h2, h6. Manufacturer's investigation conclusion: no device related issues associated with heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , were reported or identified through this evaluation. Provided information indicated that the patient underwent a routine transplant, and log files were downloaded as routine after explant. Review of the submitted log files captured the pump operating as intended until the controller was reset and the driveline was disconnected, appearing consistent with the transplant procedure. No notable events or alarms regarding pump function were captured. No further details regarding the patient's outcome were provided. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Although no device related issues were reported, the IFU lists potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a patient either passed away or has had a heart transplant. The ventricular assist device (vad) coordinator requested analysis of the device log files. The vad coordinator provided a summary of the log files. Log files captured a backup battery installation failure on (B)(6) 2025, and a controller reset where both power leads were disconnected from the controller, leading to pump stoppage. There were no noticeable alarms or parameter changes prior to these events. Following review of the log files by tech services, it appeared that the mcs equipment was operating as intended.